Event description:
This morning I used the clear care solution and after having soaked my contacts in appropriate container, I found that my contacts weren't clear. Since I did not have my contacts on, I could not clearly see the warning that said not to use the solution to rinse the contacts. After rinsing my contact to 'properly' clean them, I put one in my eye only to feel a searing pain. After a few minutes of trying to pry my eye open, I succeeded and pulled out the contact. I rinsed my eye before seeing the damage that was caused by my eye. Red, puffy and swollen veins where what I saw. The tearing did not subside for a good amount of time. Simply wiping the tears from my eye caused me severe pain. After consulting with an eye care professional, I was old this solution is extremely dangerous when misused and to continuously rinse my eye out with saline solution throughout the day. Also, I was told the labeling isn't very clear, especially when you are dealing with people who are visually impaired. After reading a copious amount of complaints about this product, I believe it is time that it be removed from the shelves. It is absurd that such a product is still sold. Medication administered to or used by the pt: no. Outcome: visit to clinic/doctor more medicine to reduce or relieve the possible bad effects of the error. I used the clear care product and seared by eyeball. Pt counseling provided: unk. Pt's age: adult (18 - 64 years). Reporter's recommendations: the labeling is extremely unclear when dealing with visually impaired people. This product is used to clean contact lenses. If I am not wearing my contacts or glasses, I am useless. The small red band across the top of the bottle is extremely difficult to read in those cases and serves as nothing but a slap in the face once you have put your glasses back on since your burned your cornea. Error resulted in treatment or intervention; temporary pt harm. (B)(4).